Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an altitude alarm was received. There was no reported adverse impact to the customer's blood glucose level. The customer declined a follow-up call to ensure the altitude alarm was successfully cleared.